Event description:
After purchasing new bottle of lens solution and using it, I had sharp pain & redness in my eyes which was unusual. I discontinued use & waited for eyes to clear. It took a few days. A few weeks later, I resumed wearing contacts with a new pair and the same solution and the sharp pain & redness reoccurred. I haven't worn contacts since then. Dates of use; in 2007. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.